Event description:
It was reported that that during surgery the handle of the mesher was stuck. Once it was removed and put back on the carrier was not catching when the handle was cranked preventing it to cut properly. An undetermined surgical delay occurred. There was no harm reported and no additional graft was required. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).once the investigation is complete, a follow up/final report will be submitted.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was out of calibration and was recalibrated and resolved the reported issue. Review of the device history record(identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event information.